Manufacturer narrative:
(B)(4) device evaluation: visual inspection revealed that the lens was cut in half, most probably to make explant possible.   Manufacturing record review for the production order (po) revealed that this serial number lens was manufactured according to specification. There is no associated deviation or non-conformity report found during the manufacturing record review for this complaint. A review of the complaint database did not indicate a product quality issue.   The directions for use (dfu) was reviewed and dislocation is listed as potential adverse events during or following cataract surgery. There is no indication of a product quality deficiency.   Based on the investigation results, reported complaint was not confirmed and no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct300 intraocular lens (iol) was explanted in a secondary procedure due to lens dislocation. No suture or incision enlargement reported. There was no other patient injury.